Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v019434, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that there was a loss of therapy. At night while sleeping he had started to trickle, which was enough to wake him up. The patient did not feel stimulation and he was not able to connect with the device. He had not made an adjustment in a long time and in the past he might take a break from stimulation. It was noted that falls could be related to this issue. The patient was diagnosed with multiple sclerosis (ms) with occasional issues back in 2010 and he did fall a lot and sometimes they were bad falls. The device had not been checked in years. The change in therapy during the night occurred in (B)(6) 2015. Not being able to connect also occurred in (B)(6) 2015 but the most recent attempted occurred on (B)(6) 2015. Injections in the back for ms occurred in (B)(6) 2015. It was also noted that he had memory problems due to a head injury. Additional information received from the consumer on (B)(6) 2015 reported that they experienced a loss or change of therapy. The patient noticed in (B)(6) 2015 that the implantable neurostimulator (ins) might be dead. He had two programmers and neither would communicate. The patient was having returned symptoms. The reported symptom was a loss of therapy. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.